Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of early sensor expiration was confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that the seconds after stopping a sensor session manually in the dexcom g6 app the app displayed "sensor expired". No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.